Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded non-sustained episodes consistent with fast atrial fibrillation (af) that were below the programmed therapy zone. However, the device marked a low correlation percentage with supraventricular tachycardia (svt) morphology, thus raising a concern for potential inappropriate therapy should similar episodes recur. After an update of the morphology template used by device for rhythm discrimination, the device persistent in marking several beats as uncorrelated. It was noted that the patient medication was reviewed, but no adjustments were considered necessary. Technical services (ts) was consulted and, upon case review, indicated that the device is programmed to withhold therapy for arrhythmias with an unstable ventricular rate when the atrial rate exceeds the programmed atrial fibrillation rate threshold. Furthermore, since these arrhythmias occurred below the programmed therapy zone, no therapy was delivered. Reprogramming options were provided, to be performed at clinical discretion. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.